Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6356988. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that employees suffered needle stick injuries with bd vacutainer® eclipse¿ blood collection needle, 22 g x 1.25 in before use. When removing the covers the needles fall off causing needle stick injuries. The number of incidents is unknown. No medical interventions were reported.